Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the unit has not been returned therefore a technical analysis could not performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in an unspecified vessel. The physician deployed an unspecified size promus element stent. A non-bsc distal protection device was used during the procedure in the proximal part of the stent. An unspecified post dilatation balloon 'winged' after it had been deflated and caught on the struts of the stent, causing the stent to concertina. The procedure was completed with another unspecified size promus element stent. No patient complications were reported and the patient's status is 'no injuries reported'. This product is only ous approved but it is similar to an approved us device.